Event description:
The surgeon was performing a vitrectomy. The vitrectomy cutter became stuck in the cannula and force was needed to remove it. A new cannula was placed through the pre-existing sclerotomy. It was noted that there was a peripheral retinal detachment. An endo laser cryopexy and pfo air fluid exchange were needed to address the detached retina. Manufacturer response (as per reporter) for 23 gauge occutone, total plus pack 23 gauge;not known at this time